Event description:
Morbidly obese pt underwent colonoscopy during which she began to make "brisk" movements despite instruction to the contrary. Upon withdrawing the scope the physician believed he noted a perforation. An exploratory laparotomy revealed a perforated sigmoid colon.